Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a non-calcified artery. A 2.50 x 32 synergy drug-eluting stent was advanced, but failed to cross the lesion and the stent struts were deformed. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with a different device. No patient serious injury or adverse effects were reported.